Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. Additionally, it was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.